Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician accidentally cut the l1 lead. In turn, the lead was explanted but not replaced. Postoperatively, the patient had effective therapy.